Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle from the vial-mate adapter. This occurred during set up. It was stated that the vialmate adaptor cored the stopper of a vial of meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the lot was manufactured 6/3/16-6/7/16. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection noted grey particulate matter in the vial. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.